Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 486 mg/dl. The customer¿s current blood glucose value was 250 mg/dl. The customer did experience thirst as a result of high blood glucose value. Auto mode feature was activated at the time of high blood glucose event. Customer stated they ate cake and ice-cream prior to the event. No further complications were reported. The device will not be returned for analysis.